Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the duckbill partially detached from the housing. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, it was difficult to keep the right pneumo pressure. The gas was leaking directly from the duckbill valve. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.